Manufacturer narrative:
Combination product: yes.

Event description:
Intermittent out of range shock impedance reported (<25 ohms). Recommended full evaluation of lead and discussing next steps with physician. Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.